Manufacturer narrative:
(B)(4). A partial lead measuring 44.5cm was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that atrial lead fracture was observed. The device was deactivated to avoid inappropriate therapies. The lead was explanted during subcutaneous ICD implant procedure. There were no adverse consequences to the patient. The patient tolerated the procedure well.